Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient underwent surgery wherein ipg was explanted for an unknown reason. The date of surgery is unknown.

Manufacturer narrative:
Records indicate the patient had the updated low-energy charger to avoid this issue. The patient did not confirm a battery heating issue and attempts to obtain additional event details have been unsuccessful.